Event description:
It was reported that the touch panel of this programmer was not responsive. This programmer works normally after a reboot. This programmer will be returned for repair because it occurs too frequently. No adverse patient effects reported. Product investigation review confirmed the allegation. A broken traces were found on the lcd (liquid crystal display) flexible cable attributing to an unresponsive touchscreen.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the touchscreen open-short status failed. Logfiles were extracted and analyzed, where error code was recorded. During microscopic inspection, broken traces were found on the lcd flexible cable. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.